Event description:
The probe holder was not tightening and off it slides no matter how hard it&#62688;tightened. There was no patient contact and no patient prepped for surgery. There was no delay in surgery.

Manufacturer narrative:
Integra has completed their internal investigation on 02/29/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: both large radii on the full arc are approximately .010 ¿ .012¿ undersized resulting in the overall width being undersized about .020 ¿ .025¿. Inspection of the stereotactic system found no visible physical damage. Note that the surface color of the graduated face of the arc was dark black toward the center or top of the arc. The surface color of the graduated face exhibited a bronze hue away from the away from the center. This observation is considered an inconsistency in the anodizing process. The tightening knob on the probe holder was hand tightened. A moderate force was applied to the probe holder causing it to slide inconsistently across the arc. Stronger tightening of the knob did improve the ability of the probe holder to maintain the set position. The probe holder was removed from this crwprecise and mounted and hand-tightened on another stereotactic system that had no report of this issue. The probe holder maintained its position with similar lateral force applied. The probe holder from the other arc system was mounted on this complaint arc system (sn (B)(4)). The same issue was observed with moderate lateral force applied. Measurements were taken in seven locations across the face of the arc and compared to the specification of 1.366 ". The device history record for the unit listed in this complaint was manufactured per (B)(4) on 28 may 2015. No abnormalities related to the reported incident were found nor where there any variances, mrr¿s or reworks associated with this serial number/work order number. No service history on file. A two year review of complaints history for this reported failure and or related to " probe holder is not tightening" for this product ID shows that (B)(4) were received including this case. No new design or manufacturing trends have been identified. In summary, the most likely root cause is that the full arc component was machined on the low end of the tolerance and became undersized after hand finishing and anodization.